Event description:
It was reported that during use of the left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p), the device feature that manages and adjust left ventricular capture appeared to have suddenly adapted down and, amplitude appeared to adapt up regardless after the sudden drop. It was also reported that upon device interrogation the lv lead exhibited a loss of capture. The crt-p feature that manages and adjust left ventricular capture was set to monitor and the lv lead amplitude was increased. The lv lead and crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of device data showed that the crt-p is working per specification. Additionally, there has been very (lv lead) low thresholds periodically in the past and confirmed lv lead loss of capture that occurred daily.